Manufacturer narrative:
The conclusions are as follows: - the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the atrial and ventricular silicone caps were found damaged with a hole (a bigger hole on the ventricular silicone cap). - a piece of silicone cap was found inside the atrial and ventricular setscrew cavities. - correct tightening marks were seen on the atrial and ventricular setscrew tips. - those observations indicate that too much strength was applied and the piece of silicone has become an obstacle for a correct contact between the setscrew and the screwdriver. However, since there was a bigger hole on the ventricular silicone cap, it means that the piece found inside the ventricular setscrew cavity was also bigger generating more difficulty to screw the ventricular setscrew and can explain the issue described in the complaint. - in addition, atrial and ventricular setscrews were found completely unscrewed. The user has probably completely unscrewed the setscrews then removed the screwdriver. Afterwards, he/she was not able to reposition the setscrew. It is known that once they are unscrewed, it can be difficult to screw them again. Based on the available information, no issue is suspected on the subject pacemaker. Please refer to the attached analysis report.

Event description:
During implantation the ratchet screwdriver made a rattle during implant fixation of the atrial lead. During fixation of the ventricular lead there was no rattle. The ventricular lead appeared to be fixated but the physician did not rely on the fixation without the rattle of the screwdriver.

Event description:
During implantation the ratchet screwdriver made a rattle during implant fixation of the atrial lead. During fixation of the ventricular lead there was no rattle. The ventricular lead appeared to be fixated but the physician did not rely on the fixation without the rattle of the screwdriver.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.